Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No delivery anomaly noted. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. Unit had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 21 mg/dl at the time of the incident. The customer was at 262 mg/dl at the time of the call. The customer was given glucose tablets and a glucagon shot to treat. The customer took off the pump on the morning of the call and switched to manual injections. The customer experienced symptoms such as shaking, foaming at the mouth, and convulsions. The customer was unsure if they were wearing the insulin pump during the incident. The customer believes the pump was over delivering insulin. The customer has memory issues and dementia and cannot remember recent events. Troubleshooting was completed. The customer also had a low incidents till (B)(6) 2018 when they were found on the floor. The insulin pump will be returned for analysis.